Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to a combination of challenging patient anatomy and procedural conditions. The poor imaging appears to be due to challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip for stabilization. It was reported that the index mitraclip procedure was performed about on (B)(6) 2019 to treat mitral degenerative regurgitation (mr) with grade 3+. One clip was implanted, reducing mr to 1+ on unspecified date, the patient was not feeling well and was noted to have increased mr due to progression of disease. On (B)(6) 2021, a second procedure was performed to treat the increased mr of grade 3+. Imaging was very challenging due to rotated heart. The first clip was deployed, but after the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing mr to 2+. On the way out of the left atrium, it was decided to treat the tricuspid regurgitation and two clips were implanted successfully on the tricuspid valve. No additional information was provided.